Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that high-energy instruments (lasers, high frequencies, etc.) Were used without ensuring sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: precautions chapter 4 operation 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the distal cover is burned. There was no patient involvement.